Manufacturer narrative:
Date of report: 09/07/2018. Date received by manufacturer: 06/02/2018. Additional information: (UDI); the sensor board was returned for evaluation. It was identified that the blower thermistor could not be connected to the sensor board due to a missing j3 connector. After replacing the missing j3 connector, no failures were identified.

Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred. There is a relationship of the device to the reported issue. No parts were returned for investigation. The root cause cannot be determined.

Event description:
Philips field service engineer found the blower motor connection to sensor board was damaged and the power supply fan finger guard missing during 12.5 preventative maintenance. No patient involvement or harm.